Event description:
Caller reported an error with their continuous glucose monitor (cgm) indicating a cgm error 42. There was no adverse impact to the customer¿s blood glucose level since the issue resolved without further complications. Customer received assistance from technical support to reset the pump, and after completing the reset, the error did not reappear, allowing the customer to successfully start a new sensor session.